Manufacturer narrative:
Supplemental report is being filed since two pieces of the or towel # pwtb04-stm from the pediatric cardiac cath pack catalog# san57pd00j were returned for investigation. The device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.137g / 10 pieces. From the sample evaluation, there was no abnormality found. A suction test was conducted and the linting test data is 0.02g / 2 pieces. From the investigation, no abnormal situation happened in production and all linting test data were within the acceptable range. The root cause could not be determined, and no further action will be taken at this time. The complaint information was provided to the relevant manufacturing sectors for their awareness and we will continue to monitor the trend of this type of incident.

Manufacturer narrative:
The customer reported that the or towel (catalog# pwtb04-stm) in their pediatric cardiac cath pack (catalog# san57pd00j) was linting. Although the customer has stated this was "caught just in time" and there was no patient involvement, cardinal health is proactively filing this medwatch. The lot# was provided, therefore the device history record was reviewed, and no exception was indicated that could lead to the reported incident. As of this date, the sample has not been received by the manufacturing facility for evaluation. The or towel is made of cotton, so lint is inborn and inevitable. The measures used to control and improve linting include: a. Suctions machines are installed in the cloth rolling process, dyeing process and cutting process b. The suction process was added before the product's final folding, and workers do it according to standard operation procedure requirements. C. Linting test method and acceptable criteria are stipulated to see the suction results (=0.38g/10 pieces). D. In the folding process, one cloth pad is under/protects 100 pieces semi-finished product to avoid lint sticking during product transfer. Based on the investigation, there is no abnormal situation that happened during production, therefore the root cause could not be determined and no action will be taken at this time the complaint information was shared with the relevant sectors for their awareness, and we will continue to monitor complaints for this type of incident. If the sample is received, then it will be evaluated and a follow up report will be filed.

Event description:
The customer reported that the or towel in their pediatric cardiac cath pack was linting. Per customer, this was "caught just in time" and there was no patient involvement. No other information about the patient, the procedure, or the event date were provided.